Event description:
Pt status post asd/vsd repairs at 8 mos of age and pacemaker dependent was restless progressed to unresponsive. Was taken to ER with hr of 40-50 and pacemaker felt to be not working. External pacing not effective, deteriorated to cardiac arrest. Transferred to children's hosp and taken to cath lab for repositioning of pacer wire; good capture but no ventricular output and no cardiac contractility.